Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic sigma procedure, there was bleeding out of the staple line. The pt had a reoperation. The device was discarded.